Event description:
It has been reported by a dealer that the wheel is bent on a 65650 rollator. The device will roll when moving backward, but when moving the device forward the device will not move at all.